Event description:
In the american journal of critical care online, a published article referenced a sparks et al study that reported a (B)(6) woman residing in an extended care facility who had a single episode of gastrointestinal bleeding. The number of days the flexi-seal device was in place before hemorrhaging occurred was not specified.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The reporter states that endoscopy revealed a mucosal tear of the anterior rectal wall 3 cm from the anal verge. Treatment included direct pressure, direct application of thrombin, and suture ligation. Use of blood products was not specified. No add'l patient/event details are available at this time. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific third manufacturing site,thus both potential manufacturing site numbers are listed below.